Event description:
It was reported by service report that the head end jack would not fully pump up. Technician could not confirm this event. No patient involvement or adverse consequences were reported.